Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, vomiting, chest pain, elevated ketones/diabetic ketoacidosis. The customer also treated with IV insulin drip (intravenous insulin infusion) and hospitalization: overnight stay. The customer blood glucose was 700mg/dl at that time of issue. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Mmt-1886 was requested and customer response was the device will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 09-jun-2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 09-jun-2024 in the formatted history file. In further full review of the pump history/traces on the (primary) event date of 29-oct-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 29-oct-2024 listed on smartsolve. Daily total collection start time: on (B)(6) 2024 00:00:00.000, daily total of all insulin delivered: 121750 (12.175 u), dailyt otal of basal insulin delivered: 38750 (3.875 u), daily total of bolus insulin delivered: 83000 (8.3 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 29-oct-2024 in the formatted history file. Lost sensor 1alert (780) was found on: on (B)(6) 2024 10:24:00.000. Lost sensor 2alert (781) was found on: on (B)(6) 2024 10:41:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No unexpected lost sensor alert or sensor errors or anomalies were noted during testing. Low battery alert was found on: on (B)(6) 2024 14:38:00.000, on (B)(6) 2024 19:27:00.000. Insert battery alarm was found on: on (B)(6)2024 14:40:53.000, on (B)(6) 2024 19:28:33.000, on (B)(6)2024 09:50:51.000, on (B)(6) 2024 11:20:31.000, on (B)(6) 2024 11:30:00.000. Pump error 23 alarm was found on: on (B)(6)2024 11:31:04.000. Power loss alarm was found on: on (B)(6) 2024 11:31:16.000, on (B)(6)2024 11:31:24.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 1:39:57 pm. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert at (B)(6) 2024 14:38:00.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert at (B)(6) 2024 19:27:00.000 was expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.